Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystoscopy and anterior repair. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted . The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.